Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Unit returned was received inside of a plastic bag which is not the original package. Leak test results: leak test inspection was performed on the returned device using equipment manometer ID# 8.0324. Results: the device presented leakage. Based on the leak test results, the reported failure was confirmed. Base on the preliminary investigation findings, the most likely root cause is the use of the adult nozzle on the extrusion machine, which causes buildup of resin, due the larger design of the nozzle tip, generating embedded lines throughout sections of circuit rings, resulting in leakage failures. The cause of the reported problem was traced to the manufacturing process.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical breathing circuit had an air leak alarm sounding. There was no patient injury and no reported adverse event.